Event description:
A complaint of high readings was received on a hospital's pcx meter. A nurse performed a test on a patient who was experiencing drowsiness. The pcx meter gave a reading of 11.5mmol/l compared to a reading of 1.8mmol/l obtained a blood gas machine. There are no details available on the timeframe between the two tests. The patient was treated with 30 mls of 50% dextrose. The patient was already in hospital at the time and not hospitalized due to this event. There were no valid laboratory comparison test performed.

Manufacturer narrative:
The meter and test strips have been requested for investigation.